Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer failed to properly cycle the cartridge and was using cold insulin. Tandem clinical support educated the customer to properly cycle the cartridge before use and that insulin should be at room temperature before filling a cartridge. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin.